Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw did not work. The saw made noise like normal, but blade did not move. They tried another drive cable, but that did not fix the problem. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not concluded.